Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The performed investigation has confirmed that this hammer bodies have stress cracks and signs of corrosion in the area of the press-fitting. Since the lot numbers of the affected instruments are not known the production period cannot be verified and the manufacturing documents cannot be reviewed. However, based on the product history it can be concluded that these hammers are more than 15 years old. In the meantime this hammer was subjected to improvement measures; the hammer head of the actual version is welded instead of press-fitted. Please note, the original canevasit-handle has been removed and replaced by a third-party.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was noted that a 15 year old hammer body whose original canevasit handles were removed and replaced with synthetic handles by a third party was cracked and showed signs of corrosion. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.